Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 20, 2014 and june 24, 2014. Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and revealed a solid, white particle, approximately 1.66 mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause or origin of the particle is unknown. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.